Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was intermittently functional. The customer reported their blood glucose rose to 489 mg/dl in the morning. The customer reported treating their blood glucose with a bolus. The customer's blood glucose was 441 mg/dl at the time of the call. The customer also reported they have troubleshooted for the insulin pump, but the high blood glucose persisted. The customer declined to return the insulin pump at the time of the call.